Event description:
It was reported that during a lap chole procedure, one device locked out and the second device fired the clip, but it would not close the clip. A third device was used to complete the procedure. Ther was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.